Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration /device location of device: right device migrated") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast pain and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal)type: bacterial vaginosis"), trichomoniasis ("infection (bladder/urinary tract/vaginal)type: trichomonas¿s"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), dry skin ("rashes or skin conditions type: dry patches"), skin discolouration ("rashes or skin conditions type: skin discoloration"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), weight increased ("weight gain"), hypoaesthesia ("other injury(ies) or complication (s) please describe: leg numbness") and pain in extremity ("legs pain/arm pain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy, lysis of abdominal and pelvic adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, fatigue, headache, vaginal haemorrhage, menorrhagia, trichomoniasis, urinary tract infection, hypoaesthesia and pain in extremity outcome was unknown, the genital haemorrhage, alopecia, dry skin, skin discolouration, dysmenorrhoea, vaginal discharge and weight increased had resolved, the migraine, bacterial vaginosis and nausea was resolving and the vision blurred had not resolved. The reporter considered alopecia, bacterial vaginosis, device dislocation, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, skin discolouration, trichomoniasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Ultrasound scan vagina - in 2016: migration of essure device most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, bacterial vaginosis, trichomoniasis, urinary tract infection, dry skin, skin discolouration, headache, nausea, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, hypoaesthesia, abdominal pain upper, pain in extremity were added and previously reported event genital haemorrhage, migraine, alopecia outcome updated. Reporter, patient demographic information, concomitant disease, lab data added. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration /device location of device: right device migrated/right coil had migrated more into the myometrium'), device expulsion ('right coil had migrated more into the myometrium') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera. Concurrent conditions included overweight, breast pain, pelvic adhesions, vulvovaginal candidiasis, trichomoniasis, urinary tract infection, breast pain, vaginitis, fatigue, bacterial vaginosis, gonorrhoea and vaginal discharge. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2011 to (B)(6) 2016, ibuprofen (motrin) from 2014 to 2017 and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced polymenorrhoea ("abnormal bleeding(vaginal, menorrhagia) : started coming twice a month"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and breast pain ("breast pain"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and hypoaesthesia ("other injury(ies) or complication (s) please describe: leg numbness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/was very heavy with lot of clotting"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal)type: bacterial vaginosis"), trichomoniasis ("infection (bladder/urinary tract/vaginal)type: trichomonas¿s"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), dry skin ("rashes or skin conditions type: dry patches"), skin discolouration ("rashes or skin conditions type: skin discoloration") and pain in extremity ("legs pain/arm pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy, lysis of abdominal and pelvic adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, fatigue, headache, hypoaesthesia and pain in extremity outcome was unknown, the genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, trichomoniasis, urinary tract infection, dry skin, skin discolouration, dysmenorrhoea, vaginal discharge, weight increased, breast pain and polymenorrhoea had resolved and the migraine, nausea and vision blurred was resolving. The reporter considered alopecia, bacterial vaginosis, breast pain, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, polymenorrhoea, skin discolouration, trichomoniasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: results: migration of essure device. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received. Event migration /device location of device: right device migrated were updated to migration /device location of device: right device migrated right coil had migrated more into the myometrium. Event : breast pain, right coil had migrated more into the myometrium, abnormal bleeding(vaginal, menorrhagia) : started coming twice a month were added. Event verbatim were updated as abnormal bleeding (menorrhagia)/was very heavy with lot of clotting, abnormal bleeding(vaginal, menorrhagia) : started coming twice a month. Outcome of the event abnormal bleeding, infections, vision/eye problems type: blurred vision were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, hypersensitivity, alopecia and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, genital haemorrhage, hypersensitivity and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.